Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes ventricular oversensing and intermittent loss of atrial and ventricular output.